Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. Analysis of logs indicate intermittent hand switch. Hand switch was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that during spinal fusion procedure, the imaging system was not exposing when fluoro button was pressed. The system had to be rebooted. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.